Event description:
This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ('medical device removal') in a (B)(6) female patient who had essure inserted for sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced adenomyosis ("adenomyosis"), menstrual disorder ("cycle disurbances"), visual impairment ("visual disturbances"), alopecia ("hair loss"), hot flush ("hot flushes"), memory impairment ("memory disturbances"), tendonitis ("tendonitis"), musculoskeletal pain ("various osteo-muscular pains"), dyspareunia ("pain after first intercourse after procedure") and procedural vomiting ("after procedure 2 episodes of vomiting"). The patient was treated with physical therapy (infiltration and several physiotherapy sessions for the shoulder) and surgery (laparoscopic hysterectomy with left ovarian cystectomy and right ovariopexy). Essure was removed on (B)(6) 2020. At the time of the report, the medical device removal, adenomyosis, menstrual disorder, visual impairment, alopecia, hot flush, memory impairment, tendonitis and musculoskeletal pain outcome was unknown and the dyspareunia and procedural vomiting had resolved. The reporter provided no causality assessment for adenomyosis, alopecia, dyspareunia, hot flush, medical device removal, memory impairment, menstrual disorder, musculoskeletal pain, procedural vomiting, tendonitis and visual impairment with essure. The reporter commented: essure sample was available at reporter site. She presents a multiple functional symptomatology associating visual disturbances, cycle disturbances, hair loss, hot flushes, memory disturbances, tendonitis with various osteo-muscular pains (she did receive an infiltration and several physiotherapy sessions for the shoulder). Pain after first intercourse after procedure + 2 episodes of vomiting. Laparoscopic hysterectomy associated with left ovarian cystectomy and right ovariopexy, in the context of poor tolerance to essure tubal sterilisation devices and cycle disorders with adenomyosis. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 43 kgs. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of medical device removal ('medical device removal') in a 46-year-old female patient who had essure inserted for sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: no relevant medical history, and also no concurrent conditions (gynecological or non-gynecological) reported. On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced dyspareunia ("pain after first intercourse after procedure"), menstrual disorder ("cycle disurbances"), adenomyosis ("adenomyosis"), visual impairment ("visual disturbances"), alopecia ("hair loss"), hot flush ("hot flushes"), memory impairment ("memory disturbances"), tendonitis ("tendonitis"), musculoskeletal pain ("various osteo-muscular pains") and procedural vomiting ("after procedure 2 episodes of vomiting"). The patient was treated with physical therapy (infiltration and several physiotherapy sessions for the shoulder) and surgery (laparoscopic hysterectomy with left ovarian cystectomy and right ovariopexy). Essure was removed on (B)(6) 2020. At the time of the report, the medical device removal, menstrual disorder, adenomyosis, visual impairment, alopecia, hot flush, memory impairment, tendonitis and musculoskeletal pain outcome was unknown and the dyspareunia and procedural vomiting had resolved. The reporter provided no causality assessment for medical device removal with essure. The reporter considered adenomyosis, alopecia, dyspareunia, hot flush, memory impairment, menstrual disorder, musculoskeletal pain, procedural vomiting, tendonitis and visual impairment to be related to essure. The reporter commented: the removal was performed due to medical reason (medically necessary). The primary reason was due to the events visual disturbances, menstrual disorders, hair loss, hot flashes, memory impairment, musculoskeletal tendonitis, pain after having sexual intercourse for the first time after insertion and 2 episodes of vomiting. Laparoscopic ovary-sparing total hysterectomy was performed. Essure sample was available at reporter site. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 43 kgs. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 9-mar-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of medical device removal ('medical device removal') in a 46-year-old female patient who had essure inserted for sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced adenomyosis ("adenomyosis"), menstrual disorder ("cycle disurbances"), visual impairment ("visual disturbances"), alopecia ("hair loss"), hot flush ("hot flushes"), memory impairment ("memory disturbances"), tendonitis ("tendonitis"), musculoskeletal pain ("various osteo-muscular pains"), dyspareunia ("pain after first intercourse after procedure") and procedural vomiting ("after procedure 2 episodes of vomiting"). The patient was treated with physical therapy (infiltration and several physiotherapy sessions for the shoulder) and surgery (laparoscopic hysterectomy with left ovarian cystectomy and right ovariopexy). Essure was removed on (B)(6) 2020. At the time of the report, the medical device removal, adenomyosis, menstrual disorder, visual impairment, alopecia, hot flush, memory impairment, tendonitis and musculoskeletal pain outcome was unknown and the dyspareunia and procedural vomiting had resolved. The reporter provided no causality assessment for adenomyosis, alopecia, dyspareunia, hot flush, medical device removal, memory impairment, menstrual disorder, musculoskeletal pain, procedural vomiting, tendonitis and visual impairment with essure. The reporter commented: essure sample was available at reporter site. She presents a multiple functional symptomatology associating visual disturbances, cycle disturbances, hair loss, hot flushes, memory disturbances, tendonitis with various osteo-muscular pains (she did receive an infiltration and several physiotherapy sessions for the shoulder). Pain after first intercourse after procedure + 2 episodes of vomiting. Laparoscopic hysterectomy associated with left ovarian cystectomy and right ovariopexy, in the context of poor tolerance to essure tubal sterilisation devices and cycle disorders with adenomyosis. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 43 kgs. Amendment: the report was amended for the following reason: initial reporter of case was the device vigilance department of the hospital where patient had the device removed, patient was not the primary reporter. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of medical device removal ('medical device removal') in a 46-year-old female patient who had essure inserted for sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: no relevant medical history, and also no concurrent conditions (gynecological or non-gynecological) reported. On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced dyspareunia ("pain after first intercourse after procedure"), menstrual disorder ("cycle disurbances"), adenomyosis ("adenomyosis"), visual impairment ("visual disturbances"), alopecia ("hair loss"), hot flush ("hot flushes"), memory impairment ("memory disturbances"), tendonitis ("tendonitis"), musculoskeletal pain ("various osteo-muscular pains") and procedural vomiting ("after procedure 2 episodes of vomiting"). The patient was treated with physical therapy (infiltration and several physiotherapy sessions for the shoulder) and surgery (laparoscopic hysterectomy with left ovarian cystectomy and right ovariopexy). Essure was removed on (B)(6) 2020. At the time of the report, the medical device removal, menstrual disorder, adenomyosis, visual impairment, alopecia, hot flush, memory impairment, tendonitis and musculoskeletal pain outcome was unknown and the dyspareunia and procedural vomiting had resolved. The reporter provided no causality assessment for medical device removal with essure. The reporter considered adenomyosis, alopecia, dyspareunia, hot flush, memory impairment, menstrual disorder, musculoskeletal pain, procedural vomiting, tendonitis and visual impairment to be related to essure. The reporter commented: the removal was performed due to medical reason (medically necessary). The primary reason was due to the events visual disturbances, menstrual disorders, hair loss, hot flashes, memory impairment, musculoskeletal tendonitis, pain after having sexual intercourse for the first time after insertion and 2 episodes of vomiting. Laparoscopic ovary-sparing total hysterectomy was performed. Essure sample was available at reporter site. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 43 kgs. Quality-safety evaluation of ptc: the investigation of the sample could not confirm any quality defect. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. Most recent follow-up information incorporated above includes: on 30-mar-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of medical device removal ('medical device removal') in a 46-year-old female patient who had essure inserted for sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced dyspareunia ("pain after first intercourse after procedure"), menstrual disorder ("cycle disurbances"), adenomyosis ("adenomyosis"), visual impairment ("visual disturbances"), alopecia ("hair loss"), hot flush ("hot flushes"), memory impairment ("memory disturbances"), tendonitis ("tendonitis"), musculoskeletal pain ("various osteo-muscular pains") and procedural vomiting ("after procedure 2 episodes of vomiting"). The patient was treated with physical therapy (infiltration and several physiotherapy sessions for the shoulder) and surgery (laparoscopic hysterectomy with left ovarian cystectomy and right ovariopexy). Essure was removed on (B)(6)2020. At the time of the report, the medical device removal, menstrual disorder, adenomyosis, visual impairment, alopecia, hot flush, memory impairment, tendonitis and musculoskeletal pain outcome was unknown and the dyspareunia and procedural vomiting had resolved. The reporter provided no causality assessment for adenomyosis, alopecia, dyspareunia, hot flush, medical device removal, memory impairment, menstrual disorder, musculoskeletal pain, procedural vomiting, tendonitis and visual impairment with essure. The reporter commented: essure sample was available at reporter site. She presented a multiple functional symptomatology associating visual disturbances, cycle disturbances, hair loss, hot flushes, memory disturbances, tendonitis with various osteo-muscular pains (she did receive an infiltration and several physiotherapy sessions for the shoulder). Pain after first intercourse after procedure + 2 episodes of vomiting. Laparoscopic hysterectomy associated with left ovarian cystectomy and right ovariopexy, in the context of poor tolerance to essure tubal sterilisation devices and cycle disorders with adenomyosis. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 43 kgs. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of medical device removal ('medical device removal') in a 46-year-old female patient who had essure inserted for sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: no relevant medical history, and also no concurrent conditions (gynecological or non-gynecological) reported. On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced dyspareunia ("pain after first intercourse after procedure"), menstrual disorder ("cycle disurbances"), adenomyosis ("adenomyosis"), visual impairment ("visual disturbances"), alopecia ("hair loss"), hot flush ("hot flushes"), memory impairment ("memory disturbances"), tendonitis ("tendonitis"), musculoskeletal pain ("various osteo-muscular pains") and procedural vomiting ("after procedure 2 episodes of vomiting"). The patient was treated with physical therapy (infiltration and several physiotherapy sessions for the shoulder) and surgery (laparoscopic hysterectomy with left ovarian cystectomy and right ovariopexy). Essure was removed on (B)(6) 2020. At the time of the report, the medical device removal, menstrual disorder, adenomyosis, visual impairment, alopecia, hot flush, memory impairment, tendonitis and musculoskeletal pain outcome was unknown and the dyspareunia and procedural vomiting had resolved. The reporter provided no causality assessment for medical device removal with essure. The reporter considered adenomyosis, alopecia, dyspareunia, hot flush, memory impairment, menstrual disorder, musculoskeletal pain, procedural vomiting, tendonitis and visual impairment to be related to essure. The reporter commented: the removal was performed due to medical reason (medically necessary). The primary reason was due to the events visual disturbances, menstrual disorders, hair loss, hot flashes, memory impairment, musculoskeletal tendonitis, pain after having sexual intercourse for the first time after insertion and 2 episodes of vomiting. Laparoscopic ovary-sparing total hysterectomy was performed. Essure sample was available at reporter site. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 43 kgs. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-apr-2020: essure device removal questionnaire received. Patient¿s information was updated. The removal of essure was performed due to medical reason (medically necessary) and also due to the events experienced. The reporter considered that the device caused or contributed to the occurrence of the events. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.